Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided showed the screws to have backed out past the blocking mechanism at the inferior level of the 2-level plate placed at c3-c5. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a screw has backed out of the resonate plate post-operatively.